Event description:
It was reported that the screw wouldn't lock in the plate, so the surgeon decided to use another screw. The second screw was successful. The failed screw was damaged, but no details about the damage have been provided. The procedure was completed successfully, with no adverse consequences to the patient. No clinically significant delay in treatment has been reported.

Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event that an unknown variax2 screw was alleged of issue ¿implant - insertion impaired¿ could not be confirmed, since the device was not returned and as the received picture is not sufficient to make an evaluation. The device inspection was not possible as the product was not returned for investigation. A potential non-conformity report was nonetheless initiated to address this event. The comprehensive root cause analysis of the potential ncr included a surface and microstructure analysis as well as nano-indent hardness measurement of variax1 and variax2 screw samples by the fraunhofer institute on behalf of stryker. Further internal investigation efforts were focusing on the anodization color difference between variax1 and variax2 screws. Significant differences between the screws which could result in the reported complaints have not been revealed in either fraunhofer or stryker investigations. Excessive in-house handling and bench testing with variax2 screws from various manufacturing batches showed that locking is achieved as intended. The desired increase in torque indicating to the customer that the screw is locking in the plate, can be confirmed. Considering the information given and based on the above investigations a root cause of the reported event could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. If any further substantial information is provided, the investigation report will be updated. H3 other text : device disposition is unknown

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that the screw wouldn't lock in the plate, so the surgeon decided to use another screw. The second screw was successful. The failed screw was damaged, but no details about the damage have been provided. The procedure was completed successfully, with no adverse consequences to the patient. No clinically significant delay in treatment has been reported.